Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and insulin injections were administered to address the high bg. The customer thought that the high bg may be related to the infusion set; however, as the high bg had been resolved at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.